Event description:
It was reported that the patient began hearing a critical alarm over the weekend and presented to the clinic with symptoms of withdrawal. The pump was interrogated and it was found that the pump went into safe state on (B)(6). No other events were in the event logs since the last refill in (B)(6). The pump was reprogrammed to 100 mcg/day with a 25 mcg bolus. The pump was previously programmed to 175 mcg/day. The patient was kept in the clinic for an hour and appeared to be improving. The patient then began to feel nauseous, short of breath and anxious and was sent to the emergency room. All of the screening tests were fine. The patient was to be discharged in good condition. The cause of the event was unknown; the patient did not have any magnetic resonance imaging. The device system was used to deliver gablofen (baclofen) at 2000 mcg/ml.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).